Event description:
The facility representative contacted a baxter technical services in (B)(4) to report a colleague infusion pump with failure code 804:26; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed by service. This condition was caused by a loose communication harness. The harness was tightened to fix the reported problem.this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.baxter will continue to monitor similar reports to determine if further actions are required.